Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and was in intensive care unit due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucoce level was 438 mg/dl at the time of hospitalization. Customer¿s blood glucose level was 220 mg/dl and was off insulin pump for over 24 hrs customer was treated with intravenous insulin drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported events leading to admission was vomiting. Customer noted strong insulin smell. Customer stated that reservoir was leak and occurred while tilting the plunger during the filling process. Customer stated that insulin pump was exposed to moisture. Customer stated that buttons or keypad was responsive and insulin pump passed self test. Customer stated that the insulin pump had a crack on retainer ring and the reservoir was able to lock into place when inserted into insulin pump. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump and reservoir will be returned for analysis.